Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the error e322 was occurred and the endoscopic image of the subject device was not displayed. The user replaced the subject device to similar device and completed the procedure. Olympus (B)(4) checked the subject device and found that the endoscopic image was not displayed but the error e322 did not occur. (B)(4) surmised the image failure might be attributed to the damage of the camera cable due to the user handling. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject devices have not been returned to omsc but were returned to olympus europa se & co. Kg (oekg) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. According to initiation information, it is assumed that the wires inside the cable were broken due to the broken part of the cable, and the images were not displayed because the video communication could not be transmitted to the processor. The partial disconnection of the cable is considered to be caused by the user's handling. If additional information becomes available, this report will be supplemented.